Event description:
The customer contacted technical services to report that the golvo 9000 patient lift had an issue, the emergency stop on the control box was not working. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The replacement part number was provided to the customer. This issue will be resolved with the installation of the new complete parts ordered by the customer. The device was not requested for service since troubleshooting and solution was provided via phone.

Manufacturer narrative:
The golvo mobile lift in intended to be used for transferring patients between devices within the room, floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. The periodic inspection for mobile lifts and sit-to-stand lifts 3en371001, rev 5 states under 10 emergency stop: press the emergency stop button. With the emergency stop pressed in, verify that the hand control buttons do not operate the lift. Turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. The golvo 9000 instructions for use recommends a periodic inspection of the lifts should be carried out at least once per year. It is unknown if they facility preforms preventative maintenance on their beds. The replacement part number was provided to the customer who will perform the repair to resolve the reported issue. Based on this information, no further actions are required. Although the reported event did not result in a serious injury, the report of an emergency button not functioning during patient transfer could contribute to a serious injury or death, if the malfunction were to recur. Therefore, baxter considers this a reportable malfunction.